Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on several corrective actions, including a successful 9-unit bolus, the customer was advised to replace supplies as necessary and resume insulin therapy.